Event description:
An occlusion alarm was reported by the caller, who had experienced multiple previous occlusion events. There was no adverse impact to the customer's blood glucose level. The customer initially tried to resume insulin and later resolved the issue by changing supplies and resuming insulin.